Manufacturer narrative:
The pod was received with the soft cannula deployed and evidence of corrosion visible through the top and bottom housings. Corrosion was observed on the top battery and the pcb assembly. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found the bottom and middle battery voltages to be lower than expected. An external power supply was used to download the data. The shelf mode current of the pcb assembly was measured to be within specification and the download data contained no evidence of struggle and showed that no hazard alarms were generated, indicating that the low battery voltages had no affect on pod functionality during operation. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, 0.2155 in. From the soft cannula nailhead, resulting in an internal leak. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The internal tear contributed to the observed corrosion and prevented the proper delivery of insulin. The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined.

Event description:
It was reported the patients blood glucose level rose to 26.8 mmol/l (482.4 mg/dl) while wearing the pod between 4 and 24 hours on the leg. As treatment, the patient gave herself a multiple bolus.